Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant charge was not lasting as long the last 3-4 months. The indication for use was failed back surgery syndrome. No patient symptoms reported. Additional information was received from the patient. It was reported that their implantable neurostimulator (ins) battery was not holding a charge as long. The patient stated that they were concerned that the ins was going to die and mentioned that they would continually see the elective replacement indicator (eri) code. No further complications were reported or anticipated. Additional information received from the consumer reported that no steps were really taken to resolve the battery not holding a charge. The issue was resolved as the patient was having the device replaced with another manufacturer on (B)(6) 2017.

Event description:
Additional information received from the patient indicated that they were referring to a letter they received. They indicated they weighed about (B)(6) at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.